Event description:
A site representative, purchasing, reported a small suretrak clamp tracker screw that was stripped. This was identified in sterile processing. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.RMA issued. Replacement clamp sent to site 05/23/2013. Medtronic investigation of returned suspect device finds the head of the screw is rounded or stripped out. Physical damage, deformation, directly caused the event.